Event description:
It was reported that lead impedances were high, and oversensing was noted. The lead was replaced, but the physician was able to use the svc coil. Additional information reporting a rv lead fracture was subsequently received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other text : it was reported that lead impedances were high, and oversensing was noted. The lead was replaced, but the physician was able to use the svc coil. Additional information reporting a rv lead fracture was subsequently received. No patient complications have been reported as a result of this event. No conclusion can be drawn; impedance, high lead(s), fracture of oversensin, device remains activated.